Event description:
Reportedly, while using, a black part disengaged from the tip of instrument and fell into the cavity. It was retrieved immediately. Used another instrument. Sex: unknown. Procedure: lap colon.